Event description:
It was reported by the rep that the (1) tsb45 and the (1) mba10 were used during an unknown procedure. The tsb45 would not open during an unknown procedure. The mba10 was damaged upon inspection before opening. There was no patient consequence.